Event description:
It was reported that patient presented in the ER after receiving shocks and atps. After reviewing the egm, it was determined the therapy was inappropriate. It was clinically resolved by adjusting vt detect criteria.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.